Event description:
Information received on 6/13/2013, when the patient received a tachy device in (B)(6) 2012 the sprint fidelis lead broke and was extracted on the same day when the device was implanted. The physician was dr. (B)(6) at (B)(6) germany. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).